Event description:
A facility reported a hakim valve (ID 823832) was implanted on (B)(6) 2024 with setting 100mmh2o. On may 7, 2024, the patient felt dizzy, and on may 13, 2024, the patient went to the hospital again and a lumbar puncture was done with the intracranial pressure (icp) pressure of 80mmh2o. The computed tomography (CT) showed slit ventricle, and suspected there was a csf over-drain. The pressure was adjusted to highest value while the icp of the patient was still lower to normal value. The valve remains implanted.

Manufacturer narrative:
The hakim valve (ID 823832) was not returned for evaluation as the product remains implanted, therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.